Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an altitude alarm occurred while the customer was hiking. Customer's call with tandem technical support was disconnected prior to receiving additional information. Although multiple attempts were made by tandem technical support to obtain additional information, customer did not reply.